Event description:
Customer claims while in use, there's a tear on the left side of the canopy material. There was no pt incident or injury reported. Eval for the returned product shows that the window side left zipper has six inches damaged with broken teeth.

Manufacturer narrative:
(B)(4). Eval: results: eval for the returned product shows that the window side, left window zipper has six inches damaged with broken teeth. (B)(4).